Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. Due to the leaky soft components, moisture entered and destroyed the electronics of the pump. The up button is permanently active due to external mechanical damage. It is not possible to confirm the triggered e8 error message (power interrupt); because of the permanently activated up button, the other buttons do not respond to commands.

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and the buttons would not function. She switched to alternative therapy, and the alleged infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.